Event description:
It was reported that the joystick on the remote user interface console of the 9800 system was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface console was replaced during the service call. The system was tested and found to be working as intended and placed back into service.